Event description:
It was reported that a pt's generator was replaced due to end of service. The explanted generator was returned to the manufacturer for analysis and a leaky c6 component was found. After c6 was replaced, the device met testing specifications. There were no other anomalies observed.